Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller, serial number (B)(6), was returned for analysis for an unknown reason in unremarkable physical condition. The controller was functionally tested and passed all testing without issue. Log files were downloaded and reviewed, and there was no indication in the log files of an issue with the system controller. Multiple attempts were made to obtain additional information, but no response was received. No issues with the system controller were reported or identified. This complaint does not require a DHR review per investigation procedure. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU and section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that four system controllers were returned for an unknown reason. Additional information was provided that they were returned by the clinic because the patient was now deceased, although it was unclear if the site was having difficulty with the controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.